Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the sensor. His sensor glucose reading was 60 mg/dl but his blood glucose level was 220 mg/dl. The customer's blood glucose level was 400 mg/dl. He received a sensor end and a meter blood glucose now alarm. The product was not returned. Nothing further to report.